Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. An additional observation related to the customer reported complaint: the instrument was found to have a broken conductor wire within the insulation at the distal idler pulley and distal clevis location. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the base of the grip, exposing the electrode. There was no thermal damage on the conductor wire. Components adjacent to the broken wire did not show damage. Further observation found unrelated to the reported complaint included: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps had a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer did not specify thermal damage nor arcing, so the customer most likely did not observe any thermal damage.